Manufacturer narrative:
Concomitant medical products: dtpa2qq crt-d implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote transmission showed that the right atrial (ra) lead appeared to exhibit undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.